Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that patient became hemodynamically unstable. Vascular access was obtained via the femoral artery. The 95% stenosed, 27mm in length, 3mm in diameter, concentric, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery. After pre-dilation was performed, a 3.00x32mm promus element plus drug-eluting stent was advanced to treat the lesion and significant resistance was encountered. The physician attempted to deliver a body wire followed with a non-bsc guide extension catheter but was still unable to cross the lesion. However, it was noted that the patient was hemodynamically unstable and the procedure was not completed. The patient was then sent for coronary artery bypass grafting. No further patient complications were reported and the patient's status was stable.